Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels of approximately 600 mg/dl, and diabetic ketoacidosis. The cause of elevated bg was unknown. Subsequently, customer was hospitalized multiple times. Reportedly, the customer's healthcare provider removed the customer from the pump; however, the customer was unable to provide additional details regarding hospitalizations or reason healthcare provider removed customer from pump.